Event description:
The customer reported that they did not receive audible alarms at the central station when a patient went into asystole, resulting in a patient death.

Manufacturer narrative:
The complainant alleged that an audible alarm did not sound at the central station when the patient went into asystole. The patient expired. The event is not considered to be a reportable death or serious injury. Hospital staff indicated that, although a patient death occurred, the device was not a contributing factor. The pt was dnr (do not resuscitate) and no resuscitation efforts were taken. Evaluation of the event indicates that the device did malfunction, in that an ECG equipment malfunction message was present for up to 2 days prior to the event. During this time, no ECG waveform was present, an inop alert was provided and no heart rate was displayed. Users noted that this error existed but did not notify their biomed department until after the event occurred. Although a malfunction did occur, it is not likely that a recurrence of this malfunction would result in a death or serious injury. The device triggers an alert (inop) that makes the malfunction obvious to users, who can then implement alternative monitoring, such as close personal surveillance. Device labeling warns users to not rely exclusively on the audible alarm system for patient monitoring.